Event description:
During procedure the rod holder broke while trying to place rod. A small piece broke off and was recovered. The small piece was matched with the rod holder. The rod holder and piece was sent to the central processing department for decontamination. The rod holder was sequestered, but not the small piece.